Event description:
Emt's responded to a person described as in cardiac arrest. The pt was connected to the device with pacing/defibrillation/electrocardiogram electrodes but, according to the reporter, the device would not display the pt's electrocardiogram. Electrocardiogram electrodes were connected for cardiac monitoring and the pt was subsequently shocked, converted and resuscitated.